Manufacturer narrative:
(B)(4). Reported event of stent cover missing. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016, that a wallflex¿ biliary rx covered stent was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. During the procedure, the stent was fully deployed but the physician noted that it appeared that a portion of the stent cover was missing. The stent was removed from the patient using a rat tooth forceps and the procedure was completed with another wallflex¿ biliary rx covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.